Event description:
It was reported that the patient underwent surgery to treat l4-l5 degenerative disc disease (ddd) with spondylolysis and grade 1 isthmic spondylolisthesis; l5-s1 ddd and right sided stenosis; chronic back pain. The surgery consisted of l4-l5 and l5-s1 right transpedicular decompression of neurologic structures, l4-l5 and l5-s1 postolateral fusion with posterior l4, l5, s1 pedicle screw instrumentation, l4-l5 and l5-s1 posterior interbody fusion using interbody peek cages with autograft, morcelized allograft and rhbmp-2/acs. The surgeon placed screws on left side however the surgeon was not able to pass the rod from l4 to l5 to s1. The screws were not lined up right. The surgeon tried to pass the rod percutaneously but could not. The surgeon had to pull out the l5 screw and disconnect the rod from l4 to s1. Set screws were then placed. The surgeon was able to pass the rod through all three screws on the right sided. Final x-rays confirmed good placement of hardware. The patient was then transferred to the recovery room. No additional complications were noted during surgery. At 115 days post-op, the patient underwent lumbar MRI for persistent low back pain (lbp) which found surgical changes, status post spine fusion at l4-l5 and l5-s1. Reactive edema was seen throughout l4-l5 vertebrae. No paraspinous fluid collections were identified and no evidence of disc protrusion above fusion level. At 220 days post-op, the patient was seen for follow up, status post l4-s1 minimally invasive tlif. The patient presented with continued pain in his back. He was not complaining of significant pain in his legs. The patient was not completely fused. The patient admitted to smoking occasionally. There was evidence of one of the screws having haloing around it. At 410 days post-op, the patient underwent lumbar CT scan. The hardware appeared stable. There was minor l3-l4 posterior disc bulge without herniation or stenosis. Again there was mild bilateral anterolisthesis at l4-l5. There was mild diffuse disc bulge and mild narrowing of the foramen on the right. There were postsurgical changes in the facet on the right. Final CT scan showed fusion at l5-s1 but pseudoarthrosis at l4-l5. At 492 days post-op, the patient underwent revision surgery which included exploration of anterior fusion at l4-l5 which confirmed pseudoarthrosis. The l4-l5 cage was removed and a globus anterior cage was placed with an anterior plate and screws. Good purchase was obtained.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery. No additional information was reported.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Manufacturer narrative:
(B)(4) pseudoarthrosis.